Event description:
The advocate alleged the customer had received glucose readings that were higher than usual. While troubleshooting, she performed control tests and received a result of 220 mg/dl. The normal control range was 105-145 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.